Event description:
Previously capped lead was explanted and returned for analysis.

Event description:
It was reported that the lead was capped due to noise on the electrograms. Insulation damage was noted on the lead.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 35.4-35.7cm and 35.9-37.0cm from the tip electrode, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 16.8-17.1cm from the tip electrode. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 3.0-5.0cm from the tip electrode. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.